Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pulmonary fibrosis. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pulmonary fibrosis. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, bottom enclosure, rear panel, blower motor, and the bottom enclosure. The device was returned missing the sd (secured digital) card and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. Box d: has been updated. Box h: evaluation method code, (device) problem code grid (1), evaluation results code and conclusion code grid has been updated.